Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a smart remote manager failure. A field service engineer repaired the latch and cleaned all connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a smart remote manager failure. The customer stated that the nurse could not access the fridge and had to go to another station to retrieve the medications and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.